Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/26/2018, that on (B)(6) 2018, the patient experienced a missed low alert on the mobile device. Data was provided for evaluation, however the complaint confirmation could not be determined. The root cause could not be determined. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.